Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-05976. It was reported that the patient had a wash out of their wound due to mild infection at their midline incision of the leads. The patient was given antibiotics. Currently the patient is recovering well, and the incisions are healing well.

Manufacturer narrative:
Date of event estimated.